Manufacturer narrative:
The scs system was not returned for analysis. Review of our manufacturing records found no anomalies. Based on the report and investigation performed, the issue appears to be the result of surgical complications and not device related. Device was not returned.

Event description:
It was reported to nevro that a patient had developed a seroma at the ipg and lead incision sites post implant. The patient was taken to the operating room to drain the sites of blood. The physician stated that the patient may have hematological issue which explained the bleeding. There was no sign of infection. Follow up report indicated that the incision sites were healing well and the patient was receiving effective therapy.